Event description:
It was reported that the device will operate on ac power; however, the unit will not charge batteries. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control recommended testing continuity on power pcb to battery pin cable. Also, to check fuses on the power pcb. Physio-control provided customer with the part numbers to perform repairs. The customer later confirmed that during the course of their troubleshooting the entire device was taken apart; however, no discrepancies were found. The customer believes that there was just a loose connection and was fixed when they put the unit back together. The device will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.